Manufacturer narrative:
PMA/510(k) #: exempt. The complaint device has been returned and an evaluation will take place during the investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a pericardiocentesis catheter tray chosen from the clean supply room was opened during paracentesis and was found to be covered with an unknown substance. The kit was removed from the procedure area and a like kit was used to complete the procedure. The reported kit did not make patient contact. As reported, the patient did not experience any adverse effects or require additional procedures due to this occurrence.

Manufacturer narrative:
Inspection and analysis of the returned device was performed on 20dec2018. It was determined that one of the lidocaine vial included inside the kit had broken. The tray material and its contents appeared stained due to this liquid saturation. This incident was reassessed and determined not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or product malfunction that would cause or contribute to a serious injury or death. The broken lidocaine vial was easily detectable prior to use.